Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events, at a low rate of occurrence, where the latitude programmer screen became unresponsive during testing. In most cases, the programmer required a system reboot to complete testing. Our initial investigation of this device behavior has not found any commonalities between the different countries and hospital facilities that reported experiencing this behavior to boston scientific. In addition, attempts to replicate the behavior during testing of those programmers that were returned were unsuccessful.

Event description:
It was reported that the display port out of the programmer was not showing up and the field representative power rebooted, and the display worked, however, the touch screen froze up. At this time, the programmer remains in service. No adverse patient effects were reported.